Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are loose and their gums bleed. They cannot eat with the aligners off due to the pain. They also report their gums swell. At check in they marked true to pain, bleeding, inflammation, sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.